Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The work flow reported by the customer in this case is an unusual work flow and would not be common to re-import site setup during treatment. It would be more common to ignore the site setup completely, and the problem would not occur, rather than to ignore just the couch offset values within site setup. Any routine qa checks, filming, etc. Would detect the problem and it would be obvious to the user. This issue was determined to be a defect in the product. The defect will be monitored and re-evaluated based on the post market data.

Event description:
The customer reported that prescribed relative offset (pro) was overwritten/updated when they re-imported site setup in (B)(6). Based on the available information there has been no actual mistreatment.

Manufacturer narrative:
Date received by MFR: correction to date.